Event description:
It was reported that the patient experienced massive bleeding in the lower gastrointestinal tract and was readmitted due to bleeding from (B)(6) 2020. A colorectal polyp resection was performed. No drug treatment was given. The patient received warfarin for anticoagulant treatment at the time of event. Laboratory test values were international normalized ratio (inr) 2.2, activated partial thromboplastin time (aptt) not performed, and platelet count (plt) 221,000 /l. The cause of bleeding was due to a history of lesions or diseases at the site of bleeding, which promoted the onset of bleeding and colorectal polyps. Although the relationship between bleeding and the pump is low, it cannot be denied because oral administration of warfarin may have promoted bleeding.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02062 as part of a historical jmacs patient registry review in japan through mcs abbott (B)(4) affiliate. On 22aug2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.